Manufacturer narrative:
The patient refused return of the device to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a meter error issue. The reporter stated that a random error message that would not clear had occurred on the meter. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.